Manufacturer narrative:
Results: the indigo system aspiration catheter 8 (cat8) was kinked approximately 18.0, 30.0, and 31.5 cm from the hub; the packaging tube attached to the packaging card was kinked. Conclusions: evaluation of the returned devices confirmed that both cat8 devices and both packaging tubes were kinked. This type damage likely occurred due to improper handling during removal from packaging. If the packaging tube and device are handled forcefully during removal from the packaging, damage such as this may occur. Both of the packaging tubes that were attached to the packaging cards were kinked in the same location as the damaged cat8 devices, suggesting the sustained damage occurred prior to removal of the cat8 devices from the packaging tubes. Cat8 devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00750.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that two indigo system aspiration catheter 8 devices (cat8) were kinked upon removal from the packaging. The kinked cat8 devices were found prior to use and therefore, were not used for the procedure. The procedure was completed using another manufacturer's device.